Event description:
The account noticed drops on the architect c8000 analyzer cuvette wash comb which caused creatinine reproducibility problems in 2 patients. One patient's serum specimen tested architect creatinine = 15 mg/l but repeated at 7 mg/l. No data was provided for the second patient. The abbott technical representative stated the architect c8000 analyzer wash comb was bent but the customer straightened it out. Also, there were many sampling errors, so the abbott technical representative calibrated the assay for resolution. No results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - erratic creatinine result, see investigation results. The operator removed the cuvette wash comb, tightened the needles, and washed the cuvettes with bleach. The operator straightened the first needle in the cuvette wash comb that was bent. The operator also recalibrated the sample probe because sampling errors were generated at the time of the incident. The instrument was inspected and troubleshooting was performed. Since then, no additional issues regarding erratic results have been observed. To investigate this issue, the investigation team reviewed the complaint text, the instrument history, and architect system labeling. The review showed the architect system operations manual does address erratic results including probable causes and corrective actions. Additionally the review of the instrument history showed no additional complaints have been received involving erratic results. Architect system operations manual (list number 201837-104) provided adequate information about the sample probe, troubleshooting for erratic results, operational precautions, and limitations. In the clinical chemistry creatinine reagent package insert (B)(4), literature is provided in describing suitable specimens, results, and limitations of the procedure. Based on the available information, the cause of the customer's issue was not identified, nor was any deficiency identified for this complaint. This is a final report.

Manufacturer narrative:
Investigation in process, a conclusion cannot be reached at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.